Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature issue with the pump. There was no damage or moisture in the pump reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2017 with the following findings: a review of the black box showed that the data had been overwritten due to continued use of the pump. During investigation, the pump was exercised for 24 hours with the user¿s pump settings with no warnings, overheating, or power loss occurring. The pump electrical current draws were within specification; no evidence of moisture was observed in the battery compartment or inside the pump. The power flex and components were undamaged. The battery was returned with the pump. The complaint of a temperature issue was not able to be duplicated or confirmed during investigation.